Event description:
Event description cpi received information that a ventak mini implantable cardioverter defibrillator (ICD) exhibited oversensing of myopotentials. Attempts to obtain the serial number of the ICD were unsuccessful.